Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. The patient called to ask about longevity tests and it was explained that could be done at her doctor's office. The patient believes their stimulator was not working; she¿s had a return of bowel symptoms like they were before she had the implant and she is unable to feel stimulation after increasing it. It was reported that the patient fell a couple of weeks ago and hit her knee but doesn¿t think she fell on her stimulator site. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.